Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, the cause of the phenomenon, it is going dark, could not be identified because it was not reproduced during the inspection. It was also observed that all three washers for lamp mounting were missing, therefore, it is considered that the washers were forgotten to be mounted when the lamps were replaced. However, a root cause could not be identified to the reports because no further information was available. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was not confirmed. The device evaluation found that the front panel display was damaged; a worn-out socket slider switch was causing intermittent use of high-intensity mode; there was corrosion inside the scope socket tubing and corrosion inside the air pump tubing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the endoscopic image became too dark to see while using the evis exera iii xenon light source. The issue was found after the procedure ended. There were no reports of patient harm.